Manufacturer narrative:
As reported, the indicator of a 5f exoseal vascular closure device (vcd) is not working and not showing a change in the window as tension is applied. There was no reported patient injury. Additional information was requested but not provided. A non-sterile unit of product ¿vascular closure device - 5f was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: the deployment lever is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment; cowling guard was received locked; back bleed port is at the deployed position; indicator wire is retracted; device is blood saturated. No other outstanding details were noticed. The functional analysis was not performed due to the device being returned fully deployed and it cannot be set back to the manufacturing position to perform the deployment process. The device case was carefully opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The complaint reported by the customer as ¿indicator window~no change to indicator¿ was not confirmed as the device was already received fully deployed; consequently, a functional analysis could not be completed. Also, there were no issues within the internal mechanisms that could have contributed to a window change issue. With the limited information provided and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The device was received in white/black/red position. As per the instructions for use (IFU), further retraction of the exoseal will cause the window to change to a white/red state to indicate that no further retraction should occur prior to plug deployment. The product analysis does not suggest that the reported event could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator of a 5f exoseal vascular closure device (vcd) is not working and not showing a change in the window as tension is applied. There was no reported patient injury. The device is not being returned for evaluation.

Manufacturer narrative:
As reported, the indicator of a 5f exoseal vascular closure device (vcd) is not working and not showing a change in the window as tension is applied. There was no reported patient injury. Additional information was requested but not provided. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint indicator window no change to indicator" could not be confirmed. Procedural, anatomical, and/or handling factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time.